Event description:
Globus medical, inc. Received notification from a sales representative, via telephone communication, that a globus manufactured screw had broken after implantation. A sales representative was notified by a surgeon that a revision surgery was performed on a male patient on (B)(6) 2010 due to non-union and to remove a broken revere pedicle screw at s1. The breakage was found at the neck of the screw, but no other information could be obtained.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal state and operating procedures. Based on record review and all available information, it is determined the 7.5mm revere pedicle screw 45mm design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction. See scanned pages.